Event description:
A surgeon reported a pt with an unexpected myopic outcome following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported the pt reported blurred vision. The event resolved following an iol exchange procedure. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated that an approved cartridge and handpiece were used. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on (B)(4) 2012. (B)(4).